Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the caller will switch to multiple daily injections as a backup insulin therapy. The new pump will come with updated software, and the caller was advised to put the current pump into storage mode and return it to tandem within ten days using a provided return label and box. The caller understood and acknowledged all instructions, including the need for a signature upon delivery of the replacement pump.